Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the log files. The submitted log files spanned approximately 12 days ((B)(6) 2020 per the timestamp). No external power alarm activated on (B)(6) 2020 at 04:17 due to rsoc voltage diminishing to ~2.6v while the device was connected to the mpu. The backup battery was able to provide power to the pump. The alarm resolved after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information stated that the mpu was operational and will not be returned for evaluation. The mpu does have a v-lock connector, and the cause of the alarm was not known. The serial number of the mpu was not provided. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarms while tethered on mobile power unit (mpu) on 21oct2020 at 1:53pm. There were transient low voltage alarms on 23oct2020 at 4:17am for approximately 2 seconds while the device was tethered to the mpu where the controller was momentarily disconnected from an external power source. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the mpu, or the house losing power.